Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that sparks were seen during set up for pd treatment. Right before step one of set up the patient got a message of remove cassette and then the machine powered down and sparks were seen at the outlet due to the power cord being loose. The patient reseated (pushed int) the power cord and was able to complete treatment. The patient was not in active treatment. In a follow up, the patient's pd nurse verified that there were sparks seen at the plug in, but it was caused by only being partially in the socket. After patient plugged it in completely, there were no other issues. There was never any smoke or burning smell. The patient is using the same cycler and cord with no issues. There is no cycler sample or cord to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that sparks were seen during set up for pd treatment. Right before step one of set up the patient got a message of remove cassette and then the machine powered down and sparks were seen at the outlet due to the power cord being loose. The patient reseated (pushed int) the power cord and was able to complete treatment. The patient was not in active treatment. In a follow up, the patient's pd nurse verified that there were sparks seen at the plug in, but it was caused by only being partially in the socket. After patient plugged it in completely, there were no other issues. There was never any smoke or burning smell. The patient is using the same cycler and cord with no issues. There is no cycler sample or cord to return for analysis.